Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a resection procedure, the product would not re-open to fire. It was not known how the case was completed. No additional information was available. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.